Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 around 6:00 pm, the patient was at the grocery store with his daughter. He could not feel his legs, then had spasms and could not respond to her. She called emergency medical services (ems). After ambulance personnel arrived the bg finger stick value was 36 mg/dl but the cgm displayed 135 mg/dl. He was transported to the hospital and treated with IV dextrose 10% and an oral glucose tube. He was discharged on (B)(6) 2022 around 12:30 pm, and was recovering at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.